Event description:
During surgical case set up, the scrub observed sponge threads fraying apart. The sponges were removed from set up prior to patient entering room. No patient harm. This is the third time this facility has seen this type of event with this product within the last 2 weeks.======================manufacturer response for raytec sponges, sponge gauze xray (per site reporter).======================reporter does not have this information.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.